Manufacturer narrative:
The article number: (B)(4) corresponds to the article number: (B)(4). The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
"Confirmation on may 20, 2026, that a custom device, cus-688, which was implanted on (B)(6) 2022 with dr. (B)(6)., was revised on (B)(6) 2026 because the implant was loose and the patient was in pain. No lb product was used in the revision. Unknown event date." [Customer].